Event description:
Bought a malem alarm for my son. The doctor had prescribed the alarm and said it would stop his nighttime bedwetting. Purchased the alarm on (B)(4) and it arrived on monday (B)(6). The night we put in batteries and used it, the alarm made a loud hissing sound like something was stuck and the back of the alarm started getting very hot. Unfortunately, my son had just clipped it on to his t-shirt. By the time we removed the alarm, we noticed that there were red marks on his neck. He was burnt from the alarm. A few minutes later, the batteries in the alarm started leaking. It has been returned to (B)(4) this morning.